Event description:
Surgeon was fixating shaft in first metatarsal. After drilling, he pulled the drill out and realized that drill bit had broken (it had been in place by a k-wire). Drill bit could not be removed the way it had gone in and had to be removed from other side of bone. Pt was unharmed and surgery continued on without incident. Surgeon had not watched instructional video concerning the use of device and its instrumentation. Nurse who watched video had been reassigned to another or at the last minute and no one attending the surgery in question had been instructed in the use of the equipment.